Event description:
Covidien, received information that due to an 840 malfunction, the patient was removed from the ventilator. There was no harmed or injured as a result of the event. Covidien inspected the device and replaced the o2 sensor.